Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified mid left anterior descending artery that was 90% stenosed. Pre-dilatation was performed with a semi-compliant balloon. A 3.0x48mm xience xpedition stent was deployed when a distal edge dissection was noted. An unspecified xience stent was used to successfully complete the procedure and cover the dissection. There was no adverse patient sequela reported.